Event description:
Further information indicated a remote monitoring notification was received for non-sustained right ventricular (rv) oversensing. Further lead provocation testing and pocket manipulations were recommended to assess the noise episodes further. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A remote monitoring notification was received indicating noise on the right ventricular channel. Provocative testing was completed; however, no noise was observed on the electrocardiogram. All electrical parameters were in range. No further intervention was performed at this time, the patient will continue to be remotely monitored. The patient was stable. Related manufacturer reference number: 2938836-2014-11969.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The lead was capped on (B)(6) 2017 and replaced due to externalized conductors and noise signals observed on the electrocardiogram. The patient was stable.